Event description:
Procedure type: ear operation. According to the reporter: during the suturing of sub-cutaneous tissue during an ear operation, the needle detached from the suture strand. X-ray was used to locate the needle, but the needle could not be found. Resection of the suture was done to find the needle, but the needle could not be found. Another x-ray was done, but the needle still could not be found. No further info could be obtained about this event.

Manufacturer narrative:
.